Manufacturer narrative:
(B)(4). The device history review for the product visistat 35r 6/box lot #73f1700492 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that when the first staple came out, the edge of the staple was wide, it did not fire properly and caused the stapler to jam. There was no patient injury.

Manufacturer narrative:
(B)(4). The customer returned one unit 528135 visistat 35r 6/box for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that no more staples were remaining in the cartridge. The sample was disassembled and no defects were observed. (B)(4). The IFU for this product, (B)(4), was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." A corrective action is not required at this time as the complaint could not be confirmed since no staples were remaining in the device. The reported complaint of "jamming" could not be confirmed based upon the sample received. The stapler was returned with no staples remaining in the device. All staplers are 100% inspected at manufacturing for firing at the time of assembly. A device history record review was performed with no evidence to suggest a manufacturing related cause. Since there were no clips remaining in the returned device, the reported complaint issue could not be confirmed and a probable cause could not be determined.

Event description:
It was reported that when the first staple came out, the edge of the staple was wide, it did not fire properly and caused the stapler to jam. There was no patient injury.